Manufacturer narrative:
All parts/components were tested. Passed all tests and functioned as designed.

Event description:
The service report shows the customer alleged the audible alarm was non-functional. The co's customer support engineer (cse) could not verify the reported condition. As a precaution the cse replaced the power switch, the utility harness and alarm assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.